Event description:
It was reported that the patient underwent an implantation, sacrospinous vault suspension, enterocele repair, perineoplasty, transobturator tape, and midureteral sling procedure on (B)(6) 2008 and mesh and obtryx sling (boston scientific) were used. The patient has experienced erosion, shrinkage, extrusion of mesh, causing urinary retention, persistent pain, dyspareunia. Three months after patient experienced mesh erosion which resulted in a pelvic abscess. Mesh was removed on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). Dyspareunia. Shrinkage. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of five medwatches being submitted. See also medwatch 2210968-2011-01717, 2210968-2012-04943, 2210968-2012-04944, and 2210968-2012-04945. The same patient is represented in each medwatch.